Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required x-ray review impressions: earlier x-rays show right shoulder hemi-resurfacing arthroplasty with loosening of the humeral component and superior subluxation of the humerus indicative of superior rotator cuff deficiency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products-comprehensive reverse tray catalog#:115370 lot#:488700; comprehensive primary stem catalog#:113668 lot#:044560; central screw catalog#:115396 lot#:402710; locking screw catalog#:180551 lot#:369350; locking screw catalog#:180553 lot#:651160; non-locking screw catalog#: 180558 lot#:030300; non-locking screw catalog#:180557 lot#:030260; comprehensive glenosphere catalog#:115310 lot#:383280; humeral bearing catalog#:ep-115393 lot#:864620; steinmann pin catalog#:405800 lot#:572700; drill catalog#:405883 lot#:797890; bone cement catalog#:402433 lot#:003990; hip kit catalog#:417000 lot#:608885; dia drill catalog#:405889 lot#:958000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02912, 0001825034-2017-02926, 0001825034-2017-02913, 0001825034-2017-02931, 0001825034-2017-02884, 0001825034-2017-03047, 0001825034-2017-03048, 0001825034-2017-03049, 0001825034-2017-03050, 0001825034-2017-03053, 0001825034-2017-03052, 0001825034-2017-03051, 0001825034 -2017 - 03302.

Event description:
It is reported the patient underwent a reverse shoulder arthroplasty. Subsequently, approximately two (2) years post-operatively, the patient experienced a loud pop in the shoulder and pain. Subsequent radiographs revealed a peri-prosthetic fracture and indications that the humeral tray may be loosening or disconnecting from the humeral stem. No revision procedure has been reported to date.

Manufacturer narrative:
This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. Product still remains implanted at this time. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product(s):comp rvs 2.7mm dia drill, catalog#: 405889 ,lot#: 958000. Comp. Rev shldr 9 in steinmann, catalog#: 405800, lot#: 572700. Comp rvs 3.2mm drl, catalog#:405883, lot#: 797890. Comp rvrs 25mm bsplt ha+adptr, catalog#: 010000589, lot#: 701330. Comp rvs cntrl 6.5x30mm st/rst, catalog#: 115396, lot#: 402710. Comp lk scr 3.5hex 4.75x20 st, catalog#: 180551, lot#: 369350. Comp lk scr 3.5hex 4.75x30 st, catalog#: 180553, lot#: 651160. Comp nlk scr 3.5hex 4.75x20 st, catalog: 180558, lot#: 030300. Comp nlk scr 3.5hex 4.75x15 st, catalog#: 180557, lot#: 030260. Comp rvrs shldr glnsp std 36mm, catalog#: 115310, lot#: 383280. E1 44-36 std hmrl brng, catalog#: ep-115393, lot#: 864620.

Event description:
It is reported the patient initially underwent a reverse shoulder arthroplasty. Subsequently, the patient experienced a loud pop in the shoulder and has been indicated for a shoulder revision due to humeral tray fracture. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient underwent a reverse shoulder arthroplasty. Subsequently, approximately two (2) years post-operatively, the patient experienced a loud pop in the shoulder and pain. Subsequent radiographs revealed a peri-prosthetic fracture and indications that the humeral tray may be loosening or disconnecting from the humeral stem. Patient was later revised to a custom reverse shoulder transplant.